Event description:
It was reported that the patient's vision decreased due to asymmetric lens vaulting with subsequent myopic/astigmatic prescription. This report pertains to the patient's left eye.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.